Manufacturer narrative:
A steris service technician arrived onsite to inspect the advantage plus endoscope reprocessing system and found a valve was leaking rapicide, attributing to the report of irritation. The technician replaced the valve, tested the unit, and confirmed it to be operating according to specification. The valve subject of the reported event was disposed of and not returned for evaluation. As the device is not available for evaluation, a root cause of the reported event could not be determined. The advantage plus endoscope reprocessing system is not under steris service agreement; the user facility is responsible for all maintenance activities. The unit was manufactured on 11/16/2012 making it approximately 11 years old. The operator manual (4007235 rev. B) states: "customers are encouraged to contact steris about our annual maintenance program. Under the terms of the program, preventive maintenance, adjustments, and the replacement of worn parts are provided on a scheduled basis to help ensure optimal performance and to help minimize untimely or costly interruptions. Steris maintains a worldwide staff of well-equipped, factory-trained technicians to provide these services, as well as on-site installation, training, and expert repair services." A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported employees experienced "headaches" and "dizziness" following a rapicide smell coming from their advantage plus endoscope reprocessing system. No medical treatment was sought or administered.